Event description:
The full amount of drug was found in the pump reservoir at multiple refills. The patient experienced withdrawal. The pump was used to deliver fentanyl and baclofen. Neither a rotor study nor dye study was performed. The patient was taken to surgery. The surgeon was able to withdraw fluid from the catheter intraoperatively. The pump was replaced due to motor issues. There was no patient injury associated with the event. The patient outcome was reported as 'recovered without sequela.'

Manufacturer narrative:
The pump was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.